Event description:
A user facility reported to olympus that the olympus, model cv-190, evis exera iii video system center did not detect olympus, model series 180 endoscopes and error "e315" occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem that the device does not recognize olympus, model series 180 scopes was confirmed. The returned device did not recognize olympus, model series 180 scopes and the cause was assigned to the pal circuit board. In addition, it was found that video connector socket failed and replacement was required. The reported problem of "e315" error could not be confirmed. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additionally, it was reported by the customer that the error occurred immediately after the unit was replaced and before the device could be connected.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿180 series scope is not recognized¿ was duplicated, and it was confirmed that it occurred due to the faulty circuit board. The subject device was manufactured before the design change. The reported issue was due to the faulty circuit board (dr board) caused by design failure. The change history of parts and found out that the design of the dr board was changed on april 16, 2018. (Refer to service bulletin, 151p-q0012) 151p-q0012. It was confirmed that the circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that blackout might occur inside the mask of 180 scope). The modified products were shipped from june 13, 2018 (pal model)/june 14, 2018 (ntsc model). The phenomenon ¿error code e315¿ was not duplicated. Olympus will continue to monitor field performance for this device.